Event description:
It was reported that the patient experienced pain and weakness and was taken to the emergency room (ER). The patient's leads were removed. No further information could be obtained despite good faith efforts. Additional information was received that the physician believed that symptoms were not device or procedure related. The patient went to the emergency room (ER) and decided that they were no longer in pain then walked out of the ER. The patient was doing well upon follow-up and the leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced pain and weakness and was taken to the emergency room (ER). The patient's leads were removed. No further information could be obtained despite good faith efforts.